Event description:
It was reported that the device broke. The target lesion was located in the moderately tortuous splenic artery. A direxion hi-flo was selected for use. During procedure, it was noted that the outer shaft of the catheter broke and split into two at the area away from the hub. The device was removed per usual and no device piece were left inside patient's body. The procedure was completed with another of same device. No patient complications were reported and patient condition was good post procedure.